Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 23:25:04. During night drain cycle five, the patient's ultrafiltration reading was 1856ml, indicating the home patient (hp) drained 1856ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.